Event description:
This is the first of two reports (same patient, 2 different units). This report is in regards to the first a1059 skull clamp. It was reported that two mayfield a1059 skull clamps slipped (once on each unit) on a single patient that caused multiple lacerations. The surgeon aborted the case and will try and bring the patient back on (B)(6) 2016. Additional information has been requested and the surgeon provided the following on (B)(6) 2016: two different clamps slipped from the skull of the same patient at a force of 60 lbs. This caused two separate lacerations of the scalp. There were no unusual forces put on the clamps. No other information was provided. Linked to mfg report number: 3004608878-2016-00038.

Manufacturer narrative:
Integra has completed their internal investigation on 29mar2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the device received for this complaint were product ID a1108 as opposed to what was initially reported a1059. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. No prior service history. No manufacturing or design related trend has been identified. The end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements however general maintenance is required as this device was manufactured in 2005 with no prior service history.